Event description:
It was reported that during a ptca/stent procedure membrane separation occurred. During the inflation to deploy the stent, the delivery balloon lost pressure. The stent was successfully deployed, confirmed by good angiographic results. C-flex membrane separation was noted when the delivery sys was removed from the pt. Reportedly no add'l intervention was necessary and no pt injury was associated with this event.

Manufacturer narrative:
Quality assurance analysis revealed that the stent delivery system was returned with the c-flex separated from the delivery system. The detached portion of the c-flex was not returned. The c-flex junction was still intact. The c-flex was separated at the proximal taper of the balloon. The balloon was filled with blood, due to a pinhole in the proximal taper and there were scratches around the pinhole. Quality engineering evaluation revealed that the scratches on the balloon suggest damage to the balloon occurred during the mfg process. It is likely that the pressure of inflation caused the balloon to rupture and tore the c-flex. As part of co's quality process, all stent delivery systems are inspected on-line to ensure the device meets specifications. The device mfg records for this product lot were reviewed and no abnormalities with a relationship to this issue were found. No corrective action will be implemented. This MDR is considered closed by the quality assurance department.